Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient expired on (B)(4) 2015 due to hemorrhagic stroke. Incidentally, the patient was also reported to have had a pump pocket infection. No autopsy was performed. The lvad and system controller were reported to be functioning within normal parameters. The pump was not explanted. No further information is available at this time.

Manufacturer narrative:
(B)(4). According to the information provided, the lvad pump will not be returning for evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
The manufacturer was unable to conduct an investigation of the device because it was not explanted and will not be returned by the hospital. A review of the device history record revealed the device met applicable specifications. Based on the information available and due to the device not being returned for analysis, no conclusion can be drawn as to the cause of this event. No further information is available at this time. The manufacturer is closing its file on this event. Placeholder